Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer¿s current blood glucose level was 99mg/dl and that at the time of incident was 400mg/dl. Customer treated that with the pump. Customer reported that they contacted their healthcare professional regarding the high blood glucose levels. Customer was assisted with performing high pressure test which passed. Insulin pump will not be returning for analysis.